Manufacturer narrative:
Conclusions: it is a known issue that no magnetic materials should be brought into the examination room. Philips' safety directions as present in the instruction for use has warming on this matter. The system was operating within specifications. Philips believes that this really not a reportable event due to no pt injury, to the available safety warnings, and the pre instruction to the user not to take metal into the magnet room.